Event description:
It was reported that during use on a patient while being transported from one facility yo another, the cs300 intra-aortic balloon pump (iabp) shut off twice. The unit was swapped out to a new console immediately upon arrival to new facility.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d9,g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: d7a,h6(health effect ¿ clinical code) it was reported that during use the cs300 intra aortic balloon pump (iabp) as being transported from one facility, the iabp unexpectedly shut off twice. Iabp swapped out to new console immediately upon arrival to new facility. Patient involved and harm details unknown. After doing 3 good faith effort (gfe's) we haven't received any information. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.

Event description:
N/a